Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 05-nov-2015: the ptc investigation result was provided. Ptc global number is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Correction on 18-nov-2015 following company internal coding review. The event cramping / began getting lower back pain was split to meddra llt low back pain. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the coil was causing her fallopian tube to bend (seen as fallopian tube disorder), then she had her fallopian tubes removed. However, the physician had to cut the coils since part of them had become embedded in her uterus. The events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer went to her confirmation appointment three months after essure insertion and it was noted that the right side was not blocked. An ultrasound was performed and the result showed the coil was causing her fallopian tube to bend. This occurrence may be a complication of embedded device. The exact date and mechanism of embedment were not known. Considering the nature of the events and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious events (bloody stools, constant uti's, kidney stones, herniated disc that I had to have surgery on, all of them unlisted and unrelated) and non-serious events were reported. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# (B)(4), awareness date 18-oct-2015) which refers to a female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, after 3 children she decided for the permanent birth control. The consumer reported the procedure itself was painful; she had cramps and abdominal pain for several days afterwards. Three months after, she went to her confirmation appointment and her right side was not blocked. She stated the ultrasound image showed the coil was causing her fallopian tube to bend. If it had not already perforated her fallopian tube, it would be just a matter of time. Her doctor and she decided that her best course of action was to have her fallopian tubes removed. After the surgery, she was told everything was great and that the coils were out, but shortly after surgery she experienced weight gain, bloating, low sex drive, cramping, and hives. She reported her health went on a downward spiral after removal. She began getting lower bad pain, started having gi issues -constipation and bloody stools; and then came the urinary tract issues- constant utis and kidney stones which she never had. She was taken to the ER for the kidney stones and had a CT scan for confirmation and was when the ER doctor said she still had the coils in her. She called her gynecologist and her nurse said there were still fragments of the coil in her uterus, but her tubes were gone, the nurse also said the gynecologist had to cut the coils since part of them had become embedded in her uterus. The two months before the report, her health issues have become worse. On top of the ut and gi issues she was experiencing catastrophic periods, constant pelvic pain/tenderness, painful intercourse, bloating has gotten so bad she looked like she was pregnant. She was abo diagnosed with osteoarthritis and had a herniated disc and had to have surgery in (B)(6) 2015. She stated she know her problems were caused by her doctor just as much as they were caused by the product itself. The right coil was probably placed wrong and they are not supposed to be cut, the removal was done wrong. Follow-up received on (B)(6) 2015: the ptc investigation result was provided. Ptc global number is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical event(s) is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the coil was causing her fallopian tube to bend (seen as fallopian tube disorder), then she had her fallopian tubes removed. However, the physician had to cut the coils since part of them had become embedded in her uterus. The events are serious due to their medical importance and listed in the reference safety information for essure. In this case, consumer went to her confirmation appointment three months after essure insertion and it was noted that the right side was not blocked. An ultrasound was performed and the result showed the coil was causing her fallopian tube to bend. This occurrence may be a complication of embedded device. The exact date and mechanism of embedment were not known. Considering the nature of the events and a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious events (bloody stools, constant uti's, kidney stones, herniated disc that I had to have surgery on, all of them unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.